Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter with a stopcock attached to the hub. There was blood and contrast in the inflation lumen. Magnified inspection revealed a pinhole in the balloon wall 3.5mm from the distal edge of the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely calcified anterior tibial artery. After an unspecified guide wire crossed the lesion, a 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced. The balloon was inflated however it ruptured at 10 atmospheres at an unknown number of inflation due to the severe calcification of the lesion. The device was removed and no segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely calcified anterior tibial artery. After an unspecified guide wire crossed the lesion, a 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced. The balloon was inflated however it ruptured at 10 atmospheres at an unknown number of inflation due to the severe calcification of the lesion. The device was removed and no segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).